Event description:
It was reported that during a supply change the iLet displayed Alert 38 indicating a motor stall, no infusion occurred, a dry run without supplies was successful, and the user could not complete the supply change due to lack of new supplies; the user reverted to subcutaneous insulin by pen to correct blood glucose, which reached 400 mg/dL. Symptoms included hyperglycemia and excessive thirst. Outcomes included an unexpected medical intervention with medication, and classification as a serious illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in relation to a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.